Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the button on the stroller handle is missing, the right side wheel lock rod that keeps the wheel from moving is missing.